Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella placement, a computed tomography (CT) scan was performed. It was observed that the patient experienced a hemorrhagic stroke. To manage the complication, heparin was removed from the purge system. The device was explanted, care was withdrawn, and the procedural outcome was the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.